Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and the criteria for the rv lead integrity alert were met. It was noted there were 15 non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016 and the lead failure predictor triggered (B)(6) 2016 for ventricular sic and nsvt.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.